Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/20/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the arm. The patient developed itching, redness, inflammation, and drainage under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a health care provider who prescribed an oral antibiotic medication (bactrim, unspecified dosage). No additional event or patient information is available.